Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0nbqs, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had not recovered. They were still getting shocked at the implant site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient repeated the same information was previously reported. Patient also said their implantable neurostimulator (ins) was defective. Patient was asked if a defective ins was confirmed by analysis, but the patient said it was only defective. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient experienced heat and painful shocking at the pocket site. Turning the stimulator off did not resolve the issues. A CT scan was ordered and the patient was put on antibiotics. All impedances were within normal limits. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.